Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: rewind, load and prime steps were performed successfully. Exercised pump for 24 hours, after 24 hours no rewind issue was observed. Also no rewind issues were observed in the black box and alarm history. Keypad works properly. Unable to duplicate complaint about rewind issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.